Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the software became unresponsive while setting up for a case. Rebooting the system resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating a manufacturer representative was unable to replicate the reported issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.